Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. In addition, the insulin pump alarmed battery out limit and had button/keypad unresponsive. Customer replaced battery, but insulin pump still alarmed battery out limit. Customer's blood glucose was 426mg/dl. The customer treated with 6 units of insulin with a manual injection. Customer declined high blood glucose troubleshooting. Advised customer to continue monitoring the insulin pump and call back if issues continue.